Manufacturer narrative:
(B)(4). Date sent: 01/23/2020 product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t5cg44. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. In addition, the device was disassembled to verify the condition of the internal components and the staple height selector was detached from adjusting plate and support plate loose. The device was then tested with test reloads green and blue staple height selector positions could not be set do to the returned device condition however it achieved its firing sequence without any difficulties, the staple line at the distal end showed that some staples were malformed when fired on the returned setting. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. Due to the condition of the staple height selector, the reported complaint was confirmed by an external cause as improper handling. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
The linear stapling blocked when the systems were in place in the tubings for the anastomoses after 1 minute the blue handle remained blocked. Another stapling was used, the anesthesia was prolongated.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2020. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.